Manufacturer narrative:
The following sections were updated in follow-up #1. The lead was in use for treatment. The lead will not be returned for analysis as it was surgically abandoned/capped. The lead was actively implanted for approximately 25 years, 10 months and is no longer manufactured by oscor. The device history records for this lead model are unable to be reviewed as it is beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. The device manufacturing inspection procedure, permanent pacing lead final inspection, was reviewed to verify that the device was inspected for the reported failure. The device is verified 100 percent for electrical and visual function. As stated in the manufacturing procedure; "electrical function: electrical resistance has to be checked with a multimeter. Record ohms readings on work order. It is noted : on py leads, use helix to connector pin as contact. "D" dimensions, is-1 connectors, : measure d dimension using optical comparator. Tubing inspection and criteria states that all tubing will be inspected according to procedure "criteria/inspection of polyurethane and silicone tubing". The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches, check with z foam dampened with alcohol. The py product series instructions for use (IFU) informs the user of long term clinical experience for acute and chronic data measurements for sensing threshold and impedance. The IFU informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. Despite of all care in design, component quality, manufacture and testing prior to sale, leads may be damaged by improper handling, use, placement or other intervening facts. The IFU precautions the user: perform procedure under fluoroscopic guidance. As the product in question will not be returned, the allegations against the lead cannot be confirmed. Based on the record information, a CAPA is not required. Oscor will continue to monitor this product for complaint trends. The event will be re-evaluated if additional information becomes available.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customers rep contacted their technical services to report an unknown atrial lead that is thought to be some sort of oscor lead but the model and serial are currently unknown that did not have a proper connection to the patients new device. The asymptomatic patient presented in the operating room for a scheduled generator replacement. During the procedure the physician disconnected a previously attached lead adaptor that adapted the atrial lead over to a 5 mm lead to connect to the 5357m/s device. It had been thought based on the patients record in the sjm database that the patients atrial lead was a py48 with serial (B)(4), however after disconnecting the lead adaptor the physician realized that this could not be the case as the lead did not have an is-1 connector. Additionally the physician did not notice any labeling on the lead that would assist in determining what kind of lead this was. The physician was able to plug the lead into the is-1 port but it did not fit properly in the device which resulted in poor sensing, random pacing lead impedance measurements and random capture thresholds so the lead was disconnected from the device and capped. The ventricular lead was adapted and connected to the new device without issue and the device was programmed vvi mode with the atrial port plugged. The rep is to contact the implanting hospital to try and determine what model and serial this lead are. The patient remained stable before, during, and after the procedure and will continue to be monitored. The atrial lead was an oscor lead with an is-1 pin (which does not correlate with the product in the database because the model and serial number in the database is for a 5 mm). Sometime during the lead implant procedure in 1991, due to unknown reasons the is-1 connector pin oscor lead was implanted. Due to the malfunction of the oscor lead, the device was switched to bvvi but since the patient did not tolerate that well, an entirely new system (ra lead, rv lead and device) was implanted on the right hand side.